Manufacturer narrative:
The customer reported seeing tissue float away when using white x-tra slides non-clipped (1440), p/n: 3800200ae, lot: 4900072897. Trending analysis from 23 dec 2024 to 23 dec 2025 reported no (0) other related occurrences of this issue for this product lot. As manufacturer investigation of this complaint by leica biosystems is in progress, the root cause of this event has not yet been determined. If additional information is received a follow up MDR will be submitted.

Event description:
On (B)(6) 2025, the customer contacted leica biosystems and reported "with certain antibodies: on (B)(6), p16, cyclin, inhibin, ER, pr, c-erb, beta catenin, ki67, the tissue floats off the leica x-tra slides." No adverse impact to a patient has been reported to the manufacturer to date.

Manufacturer narrative:
The product history was reviewed and did not identify information in the manufacturing record for this product that could have caused or contributed to the problem reported in this complaint. Return for lot 4900072897 was tested for tissue adhesion. Three different tissue types (tonsil, skin, and liver) were cut and mounted on the slides. All slides were run through an h&e on the stainer. Upon h&e completion, no slides showed any issues with tissue adhesion. The root cause could not be unequivocally determined from the information available. If additional information is received a follow up report will be submitted.